Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was broken and ring came out. The customer¿s blood glucose level was 145 mg/dl at the time of incident. The customer reported that they were unable to put the reservoir in without fixing the ring. The insulin pump was returned for analysis.